Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experiencing multiple line blocked alarms over two days during insulin infusion, despite changing the infusion site twice and replacing the cassette and tubing once. The issue occurred during infusion. The patient¿s glucose level was 203 mg-dl at the time of the call. The operator of the device was the lay user or patient. There was patient involvement with no harm.